Manufacturer narrative:
Device received with missing segment due to moisture damage at electronic assembly noted. Device received with cracked case behind the device near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the screen is fogging over as it looks like moisture may have got inside . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to replaced. Insulin pump will returned for analysis.